Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse replaced the video controller, cpu and ffb pcb assemblies and then deleted the nodes and reloaded the software. The contacts on the camera components were also cleaned and reseated as part of the repair. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.